Manufacturer narrative:
Batch review performed on 23-mar-2021: lot 161935: (B)(4) items manufactured and released on 17-jun-2016. Expiration date: 2021-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017. Preliminary investigation performed by medacta r&d department: looking at the images attached to the complaint is clearly visible how the whole ha coating of the stem body has been absorbed by the patient bone as expected. No particular signs or scratches are visible on the stem body. The root cause of reported aseptic losening remains unknown. Clinical evaluation performed by medacta medical affairs department: femoral component revision performed 3 years and 4 months after primary cementless total hip arthroplasty. No information concerning patient age, general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed due to stem loosening, 3 years and 4 months after the primary surgery.